Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
Updated short description from fr3 to hs1 as it was originally noted incorrectly.

Event description:
It has been reported that the device is failing self-test.